Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented to hospital with a heart attack and had an index procedure on the (B)(6) 2018 where one resolute onyx rx coronary drug eluting stent was implanted (2.75x22mm). Two additional resolute onyx rx coronary drug eluting stents were implanted two days later, during a staged procedure, because more disease was seen. The hospital did not fill out the stent ID card. Patient states having issues since stent implantation. Patient states having swelling on inside and outside of mouth and down to chest and neck. States skin hurts and is tender and swollen. The symptoms were experienced while the patient was in the hospital but the patient was also on very high dose of prednisone for chrons disease and is still on this and suffers from an autoimmune disorder. Patient states being allergic to sulpha and nickel. Patients also states they are not taking their medication. Patient has been taken off two medications and the dosages reduced on two. The patient is due to see an allergist on (B)(6) 2018. Patient is feeling a little bit better and the symptoms come and go. Clinical assessment: possibility that symptoms could be due to patient not taking medication.